Event description:
Initial info received from a consumer on 03-nov-2009 with additional info received on 11-nov-2009: a male received therapy with poly-l-lactic acid (sculptra) (lot# and expiration date unk) for the treatment of slight fat loss in cheeks. Consumer reported that he is hiv positive and that he wanted to combat the slight fat loss in his cheeks before it gets worse. He stated that he has now had 4 vials on each side, in 2009. He stated that his face looks the same if not worse. He reported that his physician still injects under his eyes, on his cheekbones and rimming the site of the hollowness instead of concentrating on the hollow part. He stated that twice his doctor has given him black eyes, where there is no need for the injection. Consumer also reported that he wondered if the physician had just injected lidocaine. He stated his whole face was numb. No concomitant medications or medical history was reported. No further info reported.

Manufacturer narrative:
Agree with decision tree.